Event description:
It was reported that the insulin pump alarmed during the priming process. The current blood glucose reading is 160 mg/dl. Customer stated that she is unable to leave the prime loop. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump is unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Missing end cap sticker. No alarm noted.